Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlq605 and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a kidney transplant surgery on (B)(6) 2019 and the suture was used. It was also reported that suture breakage occurred while doing arterial anastomosis during renal transplant. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.